Event description:
The patient experienced a shocking sensation from her lower back to her upper chest. Implantable neurostimulator interrogation showed impedances greater than 4000 ohms on electrodes 0, 1, 2, and 3. The battery status was ok. The pt was referred to his hcp for lead revision. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.